Event description:
It was reported that the patient went to the clinic for a routine flushing of the pump. While in the clinic the staff was able to flush the pump, but had difficulty withdrawing from it. They tried changing the patient's position and after doing so, the patient became hypotensive, bradycardic, and hypoxic. The patient was lying down at the time. The symptoms resolved after a short time. The patient was feeling better and got up to use the restroom. While in the bathroom, the patient experienced a syncopal episode during which she again became hypoxic, bradycardic, and hypotensive. The patient was sent to the emergency department for evaluation. Upon arrival in the emergency department, the patient was incontinent of stool and had severe rigors and complained of being very cold. The patient denied any chest or abdominal pain, shortness of breath, and nausea/vomiting. The patient stated that prior to this event she was in her normal state of health without any recent illness. Evaluations were performed to rule out pulmonary embolism and acute myocardial infarction. The patient was admitted to the telemetry unit for further evaluation. The patient was given intravenous fluids for hydration, and an ECG was performed which showed non-specific changes. The patient was diagnosed with a syncopal episode. The patient received unasyn as there was concern for possible transient bacteremia load. Blood cultures were negative and the patient remained afebrile. The patient was to have an exercise adenosine myoview for further evaluation; however, the patient left the floor unannounced and drank a beverage. Thus, the test was unable to be conducted. The patient was anxious to be discharged home. The patient was informed of the risk stratification for the abnormal cardiac enzymes. The patient was discharged the same day without completing the recommended risk stratification tests. A follow-up stress test was recommended and the patient was instructed to visit her primary physician in two weeks. It was noted that the patient recovered without sequela. The pump contained fentanyl at the time of the event.